Manufacturer narrative:
The concomitant device was inadvertently omitted from the initial submission.

Manufacturer narrative:
The field service representative verified that the level sensor was alarming repeatedly. The fsr found the cable that goes into the sensor head was pulled out a little bit. By wigglinig the cable at the point going into the sensor head, he duplicated the errors and alarms. It was sensitive and would alarm and stop repeatedly. The central control monitor (ccm) would recognize the issue and trigger an audible alarm, but would reconnect fast enough before the ccm could display the visual notice of failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor was alarming. The product was not changed out, but the perfusionist elected to turn the level sensor off for the remainder of procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the clinical services contacted the terumo filed service representative (fsr) who visited the hospital, the perfusionist experienced level disconnected messages during cpb that could not be reset or silenced after checking connections and level sensor pad placement. Since the alert could not be silenced or cleared, the perfusionist elected to turn the level sensor off for the remainder of cpb. Terumo fsr was able to duplicate the incident when he visited the hospital, and there were signs of shorting in the level sensor cable / head. The level sensor was removed from service after the procedure. The case was completed successfully, without issue and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the level sensor to a level detect module, which was connected to a system 1 simulator, attached the sensor head to a water reservoir. The pst found out that squeezing the sides of the sensor head would cause improper ¿disconnected¿ alarms. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.